Event description:
A visiting nurse called on behalf of the customer. She stated that she tested the customer's glucose and received a reading of 200 mg/dl using the customer's breeze meter. The advocate retested the customer using her contour and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate refused to troubleshoot the customer's meter. She insisted the meter be replaced. A new breeze2 meter kit was sent to the customer. No product will be returned for evaluation.